Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. Information was reported that the patient stated his ins hasn't worked since 4 months after he got the device implanted. The patient stated the ins won't charge. The patient has tried resetting it and recharging it and it won't do anything. The patient stated right now he is not sure where the recharger is. No troubleshooting could be done due to lack of access to product. The patient stated he will continue to try and look for his device and will call back if he needs to speak to foundation care for a replacement of a lost recharger. No further complications were reported. No patient symptoms were reported.